Manufacturer narrative:
Concomitant products: 6935m55 lead implant date: (B)(6) 2021; dtpa2qq crt-d implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.